Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number was 814274. The expiration date was not provided. Calibration was performed on a new vitamin d reagent pack using new calibrator material. Routine controls and samples were processed and repeatability tests were performed on three samples all with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results from the cobas e411 rack analyzer. One example was provided on an initial result of 20 ng/ml and a repeat result of 35 ng/ml on another analyzer.